Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a breast reduction procedure on an unknown date and topical adhesive was used. The patient developed redness and pus around the mesh. The surgeon attempted to remove the mesh using petroleum jelly, but has been unsuccessful in getting it removed. Additional information has been requested.